Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. MFR. Reference report#: 1627487-2018-09905. It was reported the patient lost effective therapy due patient's leads migrating. The patient reported no falls or trauma. Surgical intervention was taken where the leads were replaced and effective therapy restored post procedure.